Event description:
It was reported that during right ventricular lead placement there was a perforation of the right ventricle. The helix was unable to be retracted resulting in "stretching" of the helix. A median sternotomy was performed and the lead was extracted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during right ventricular lead placement there was a perforation of the right ventricle. The helix was unable to be retracted resulting in "stretching" of the helix. A median sternotomy was performed and the lead was extracted. Additional information received indicated that the lead showed high impedance and the lead's sensing value was low. The helix was fully retracted, but the lead still could not be withdrawn. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the shaft seal was out of position; the full lead was returned and analyzed. The defibrillation conductor was distorted. Blood/body fluid was seen in/on distal conductor(not obstructed) and the helix mechanism. The inner tubing is kinked/buckled. The helix is distorted/bent. There was a tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. The device is part of the advisory for this model. Evaluation summary: (B)(4) the shaft seal was out of position; the full lead was returned and analyzed. The defibrillation conductor was distorted. Blood/body fluid was seen in/on distal conductor(not obstructed) and the helix mechanism. The inner tubing is kinked/buckled. The helix is distorted/bent. There was a tip seal observation.